Event description:
Customer reported possible underinfusion of dilaudid. The pt was started on dilaudid pca on (B)(6) 2010: concentration 1 mg/ml, pca dose 0.3 mg with lockout 8 minutes, continuous infusion 0.4 mg/hr, max limit 3.5 mg. On (B)(6) 2010, the pt was complaining of lack of pain relief. At around 0900, pca orders were changed to adjust the lockout period and allow up to 4.1 mg/hr max. Pt still reported lack of pain relief at 1400 and max limit was raised to 4.6 mg/hr. At around 1700, the pharmacist calculated that not enough dilaudid was being dispensed to match the amount the pump was set to deliver. The pump indicated 39 requests with 29 doses delivered, but this did not match the amount actually dispensed and the pt was still in pain. The pca module was swapped out. No other intervention was reported. No add'l info was available.

Manufacturer narrative:
MFR's report date: (B)(4) 2011. (B)(4). Data set and pc unit event logs have been received; investigation is not complete. A f/u report will be submitted with the investigation findings.